Event description:
It was reported that the fiber broke in the middle of the ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke in the middle of the ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.